Event description:
This pt was at the doctor for a routine pacemaker check due to a recent fall with suspected syncope. Pt suddenly became unresponsive and pulseless. Eventually the output of both pacemaker leads were increased and their pulse returned. Pt was taken to the or for replacement of pacer leads and pacemaker. Electrical evaluation, performed during surgery, revealed there was high battery impedance, high thresholds and the atrial lead was not capturing.